Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" and "adjust belt" messages and had a damaged te pad or sensing electrode.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (¿adjust belt¿ and "check therapy pad" messages, damaged te pad) was confirmed. The cause for the failure was a cut in the trunk cable at the distribution node housing and a defective ECG puck. The root cause for the cut trunk cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.